Manufacturer narrative:
The failure investigation has been completed, the alleged issue was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that malfunction alarms occurred. Customer¿s blood glucose level was 147 mg/dl. Multiple contact attempts were made by tandem technical support to to ensure a back-up insulin therapy was obtained; however, no response was received from the customer.